Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the smartpass feature had programmed itself off due to a long pause in the patient's intrinsic rhythm. There was some myopotential noise on the electrograms. The patient's intrinsic amplitude reading was very low. Also, the shock impedance was low but within normal limits. Technical services discussed options. An x-ray was done to check the system position. The x-ray confirmed the electrode was completely pulled back into the device pocket. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that the smartpass feature had programmed itself off due to a long pause in the patient's intrinsic rhythm. There was some myopotential noise on the electrograms. The patient's intrinsic amplitude reading was very low. Also, the shock impedance was low but within normal limits. Technical services discussed options. An x-ray was done to check the system position. The x-ray confirmed the electrode was completely pulled back into the device pocket. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.